Event description:
Boston scientific received information that this pacemaker was being replaced for normal battery depletion (nbd). Both the right atrial (ra) lead and right ventricular (rv) lead were stuck in the header. The ra lead was damaged trying to remove it from the device and was surgically abandoned. The rv lead could not be removed and was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.